Manufacturer narrative:
B5: a peripherally inserted central catheter (PICC) was used. H4: the lot was manufactured between november 15, 2023 - november 17, 2023. H11: the actual device was received for evaluation containing 218ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. The folfusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow during patient infusion. After the expected infusion time of 22 hours the nurse observed none of the solution had infused. The device contained flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.